Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the device was fired three times but would not fire the fourth time. Rep inquiring for more additional info. There was no consequence to the pt. 6/18/98 the rep reported the procedure was a salpingectomy. The device was fired 3 times and worked fine. On the fourth firing, it would not fire. The rep said it could have been locked out by a partial squeeze of the trigger. The case was completed with the articulating ets, which the surgeon wanted to use in the first place.